Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the palmaz genesis stent, crimped on a non cordis pta balloon lipped off the balloon and got stuck in the aorta, distal the lesion. The physicians were able to replace the stent at the end of the procedure and the stent was placed correctly. There were no patient injuries.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The palmaz genesis stent, crimped on a non cordis pta balloon catheter slipped off the balloon and got stuck in the aorta, distal to the lesion. The physicians were able to replace the stent at the end of the procedure and the stent was placed correctly. There were no patient injuries. The intended procedure/target lesion was the aorta abdominalis. The lesion was mildly calcified with no tortuosity, no angulation and 40% stenosis. The stent was properly crimped onto the pta balloon. The same device was implanted in the patient successfully. There were no anomalies during prep or when the device was removed from the packaging. The product was not returned for analysis. A device history record (DHR) review of lot n1014313 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and a rate of stenosis of 40% may have contributed to the reported event. According to the instructions for use ¿the palmaz genesis peripheral stent is sold unmounted for use with all catheter lengths of the cordis opta pro percutaneous transluminal angioplasty (pta) balloon catheter (a .035¿ [0.89 mm] diameter guidewire compatible system). Ensure stent is securely crimped onto balloon prior to use. Do not attempt to remove or readjust the stent once crimped onto the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.